Event description:
It was reported that the patient developed an infection. A drainage over the midline incision was noted. The physician believed that the infection was not device or procedure related. The patient was placed on intravenous antibiotic without any resolution. All components were explanted and will not be returned per hospital policy. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: (B)(4); product family: scs-ipg-r-MRI; upn: m365sc12320; model: sc-1232; serial: (B)(4); batch: (B)(4).